Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26010. Follow up information identified the patient only noticed 10% pain relief. The physician recommends explant rather than revising the scs system. Surgical intervention will be undertaken at a later date to address this issue.

Event description:
Follow up information identified the patient met with his physician and was advised to turn the stimulator off for a week and to turn the stimulator back on when he experiences pain. If the patient experiences effective stimulation the physician will either leave the system alone or perform a revision. If the patient does not receive effective stimulation the scs system will be explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26010. It was reported the patient is experiencing ineffective stimulation and ineffective level of amplitude. The patient reports lifting heavy weights. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.